Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an open, bleeding sore under the lifevest. The patient's physician prescribed an antibiotic, and the patient began adjusting the garment so that the device did not interfere with the irritation. Follow-up indicated that the sore was improving.